Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login and the login was slow. A field service engineer (fse) found that the station was not communicating. Upon investigation, it was discovered that the speed and duplex settings had been changed on the pyxibus network instead of the communication network. The settings were corrected by changing them from auto negotiation to 100mbps full duplex. A data sync was performed. The fse successfully logged in using bd credentials, and the pharmacist was able to log in with biometric identifier and navigate the application without any lag or issues. Remote access to the station was successfully established using remote smart service and beyond trust. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, user was unable to login, and the login was slow. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.